Event description:
Determined to be reportable based on analysis. It was reported that during an unspecified procedure, there was difficulty crossing the lesion. The 95% stenosed lesion with severe calcification was located in the severely tortuous mid right coronary artery. Flushing was maintained during the procedure and ivus was not used. The vascular access site was femoral. The 2.5x20mm maverick2 monorail balloon was unable to cross the lesion. The procedure was completed with 1.5mm maverick2 balloon. The patient status is good with no complications reported. Device analysis revealed shaft break.

Manufacturer narrative:
Product analysis revealed shaft damage. The device was received in two sections as a result of a break that occurred in the hypotube. The break was located approximately 23.7cm distal to the strain relief. A detailed microscopic examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube. Both sections of the hypotube were kinked at various locations along their lengths. The balloon had been inflated and was not refolded. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical-procedural factors encountered during the procedure, the performance of the device was limited.